Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device demonstrated an increase in shock impedance measurements over the last three months. The shock impedance measurement is around 120 ohms, but can differ by 15 ohms from day to day. Boston scientific technical services (ts) reviewed the available data and confirmed the shock impedance daily measurements available for the past year indicated an overall range of 92 ohms to 136 ohms, with the majority of recent daily measurements appearing within 99 ohms to 128 ohms. Based on available information, these observed measurements don't appear to suggest a compromised high voltage conductor. No adverse patient effects were reported.